Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately two years and three months post implant, the cardioverter defibrillator reached early battery depletion; elective replacement indicator status observed. Additionally, the left ventricular lead demonstrated high, unmeasurable threshold value and no capture. Consequently, a revision procedure was completed: both defibrillator and lead excised and replaced uneventfully. No patient complications have been reported as a result of this event.